Event description:
As reported by the user facility: detailed inquiry description: the lad safeday blue needles connector detached from the extension set and spilled blood and radiopharmaceutical contaminant all over. Drug used was myoview: technetium tc99m tetrofosmin injection. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with open package, and one (1) photo of the set were provided for evaluation. The sample and photo were visually evaluated with no defects were observed. The sample was leak tested and pull tested per specification with all passing results. Based on the evaluation results, the product met internal specifications and the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.